Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level. Customer's blood glucose value was 441 mg/dl at the time of the incident. It was unknown that auto mode feature was active or not at the time of event. Customer reported that the insulin pump had received a compromised force sensor system alarm. Customer reported drive support cap was slightly indented. The force sensor was no longer detecting reservoir during seating. The customer will discontinue use of the device.